Event description:
I had prk vision correction procedure done. I did not have to wear any corrective lenses prior to the surgery, my far away vision was not as good as it was and my near vision was perfect so it was determined I would be a good candidate for the prk procedure. Prior to the procedure the doctor came in to talk with me and told me that due to my age ((B)(6)) that once I had this surgery I might eventually need to wear readers to see up close. This happened instantly after the procedure and most of the time I can't even see out of my right eye near or far. So now I have to wear glasses to see up close which is 90 percent of the time. I was never told this would be immediate and I would have to depend on wearing glasses from now on. Had I known I would not have done the procedure. It is affecting my everyday life and my work is suffering because I can't even see at work to do my job.